Event description:
It was reported that bd iag bc pro global leaked at hub connection. The following information was provided by the initial reporter, translated from japanese to english: according to the customer report leakage occurred from the connector even after connecting it to the catheter.

Manufacturer narrative:
D. The lot number 4804581 provided cannot be verified in association with the reported material number. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
Correction- initial MDR did not capture investigation codes.

Event description:
No additional.